Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to leave the current battery in the insulin pump for 1 hour to ensure battery charging was enabled. The customer called back the next day stating that got busy and could not manage to call back right away, but that another power loss alarm was received. Troubleshooting was initiated again and there was no indication of the issue being resolved. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and power loss alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with pillowing keypad overlay, minor scratches on case, cracked retainer and minor scratches on lcd window.